Event description:
It was reported that there was no capture on all four poles of the lv lead and impedance greater than 3000. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 73.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed a ligature mark approximately 56 cm proximal to the lead tip. In this region the conductor coil was found fractured, which is assumed to be the root cause of the observed loss of capture and high impedance. The damage most likely resulted due to a tight suture sleeve in combination with stress in the implanted state. Furthermore, the conductor coil was found stretched approximately 8.5 cm proximal to the lead tip. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.